Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2014 alleging a call service alarm issue out of the box prior to patient use. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed records of call service alarms. On investigation, the pump emitted a call service alarm when powered on. The pump was opened for investigation and revealed a single component failure on the printed circuit board. The failed component was replaced and the pump was able to be successfully exercised without further alarm.